Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pscc100 pulse select catheter, there were allegations of a product issue involving catheter steering or deflection. The catheter was recaptured in the capture device and removed from the patient. Upon reinsertion, x-ray imaging revealed that the catheter had assumed a strange shape. The catheter was again removed using the capture device, and upon exposure outside the patient, the loop was found to be kinked or crooked and could not assume the proper shape. Due to repeated regularized atrial tachycardias, the procedure was switched to the affera mapping system and completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012582056 was returned and analyzed. Visual inspection was performed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, the spiral array pebax tube was observed to be kinked. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. The electrical continuity test did not reveal any anomalies. During inspection of the shaft segment, a guidewire lumen kink was observed. In conclusion, the kink issue was confirmed during testing and the loop catheter failed the returned product inspection due to a kinked pebax tube and kinked guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.